Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the full lead was returned and analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The exposed rv (right ventricular) defibrillation coil was flex fractured while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that there was a right ventricular (rv) lead integrity alert triggered due to sensing counter greater than thirty in the last three days and rv lead impedance variation. The clinic was made aware of the alert. The lead remained in use. Then just over six weeks later it was further reported that the right ventricular (rv) lead had an increase in threshold and an increase in impedance. A possible lead integrity issue was suspected. It was noted that the physician is very much intrigued with the apparent damage to this lead at the level of the proximal end of the rv coil. It was also stated that a laser sheath was not used in this case but rather a locking stylet with tension to remove this lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.